Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation, however, a definitive root cause could not be determined.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty ccd unit.

Event description:
A user facility reported to olympus that their olympus hd autoclavable camera head failed to produce an image. The problem reportedly occurred during a patient procedure. The intended procedure is unknown. It is unknown if the intended procedure was completed. There was no patient injury or harm associated with the problem reported to olympus.